Manufacturer narrative:
The processing unit was returned to the endochoice service center for evaluation and repair. Another processing unit wa sent to the user facility, in which this unit was successful in working during procedures requiring cautery and did not exhibit the same symptoms as the original fusebox processing unit that was returned for repair. The original processing unit was evaluated and tested without cautery. The full evaluation performed revealed that all functions worked correctly. Testing with cautery is still pending.

Event description:
It was reported by that when cautery was active, the middle screen image was lost. The bovie aaron 1250 electrosurgical generator was used along with a boston scientific snare. Cautery was able to be completed, in which the image was restored after. There was no report of injury or other negative health consequence to any patient. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.